Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International affiliate reported there was a hole, approximately 1mm in size, on the heat sealed area at the upper left side of the reservoir. This was found eight days after placing the device in service. There are no reported adverse patient consequences.